Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties, replacement went as planned. The device will not return because it was not released by the hospital. The patient is doing well post operatively. Electrocautery was not used once the new implantable pulse generator (ipg) was on the field.